Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient's infusion set came detached and her blood glucose increased to 500 mg/dl. The patient experienced nausea and vomiting, and treated via insulin pump bolus. The insulin pump was not returned for analysis.